Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. G.4. Additional 510k: k141311, k250884.

Event description:
It is reported, posiflush, small crack down the side of the syringe.